Event description:
Tampons unravel while wearing them [foreign body in reproductive tract]. Irritating feeling - vaginal [vulvovaginal discomfort]. Irritating feeling while being used [medical device site irritation]. Tampons unravel [device breakage]. Applicator doesn't work the way it should [device deployment issue]. Tampon applicator doesn't work as it should [complication of device insertion]. Case description: consumer reported via rr that tampons unravel during use and the applicator doesn't work the way it should. No serious injury reported.